Manufacturer narrative:
Reported event: an event regarding revision due to pain involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure due to pain. There were other reported events ( (B)(4)). Conclusion: device inspection could not be performed; no log files or session data was provided. There was no contact to ask for the files and session data because this complaint was opened as a result of an FDA inquiry. The device was not returned for evaluation.

Event description:
Bilateral partial knee replacement done on (B)(6) 2016 using mako stryker restores implants, knee pain increased after surgery instead of correcting the pain. It continues to worsen for undetermined cause.

Event description:
Bilateral partial knee replacement done on (B)(6) 2016 using mako stryker restores implants, knee pain increased after surgery instead of correcting the pain. It continues to worsen for undetermined cause.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Bilateral partial knee replacement done on (B)(6) 2016 using mako stryker restores implants, knee pain increased after surgery instead of correcting the pain. It continues to worsen for undetermined cause.